Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time was incorrect by 70 minutes, cause was unknown. Customer's blood glucose was 330 mg/dl. Reportedly, the customer corrected the time and resumed insulin therapy.